Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was not reported.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at eri level. Electrical and mechanical analysis performed indicated normal functionality. Analysis of field session record did not find any abnormal drop in voltage or sudden increase in current. There was evidence from the session record that autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Device has reached the elective replacement indicator (eri) level due to normal usage. Longevity assessment was performed based on normal setting and the device exceeds the projected longevity, indicating normal battery depletion.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025.